Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2010. Duraprep was used as skin prep prior to use of the topical skin adhesive. The patient presented on (B)(6) 2010 with severe itching and redness. The patient did see a dermatologist and benadryl and a topical cortisone cream were administered. Currently, the patient is recovering.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.